Event description:
It was reported that the customer announced a meal of oatmeal with higher carbohydrate content as a dinner instead of a lunch, resulting in an incorrect meal type entry for the ilet bionic pancreas. No adverse clinical effects reported. Outcomes included no impact on daily activities and no alarms. Investigation included a review of use error and user interaction with the device. Investigation of this case revealed user education was provided on correct meal announcement practices, including use of the ¿more than usual¿ option or entering two usual lunch announcements when carbohydrates are at least double the usual amount. It was concluded that the event resulted from use error, and the device functioned as designed.